Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of over 400 mg/dl. The customer treated through a shot. The customer also reported getting lost sensor. Customer has tried other sensors but could not get them to inject. Customer's blood glucose was 200 mg/dl at the time of call. Customer was unable to complete troubleshooting. The product was not returned for analysis.